Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibits circumferential fracture on the proximal side of fiber/cap fusion zone behind the metal cap near the open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap is detached and not returned; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end wall integrity is compromised, and exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber ¿reflecting mirror was broken, unable side firing¿ with 39,495 joules used and 6 minutes expended. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber (265,503 joules used and 32:08 minutes extended). Patient outcome: ¿no injury¿.